Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is triggering early. There was no patient harm reported.

Manufacturer narrative:
Fse could not duplicate the failure. However, a getinge field service engineer (fse) was dispatched to the customer's site performed all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.